Event description:
The user reported that she had stopped hearing with the device on 06-oct-2022. The used also reported that since activation she has performed well with the device, but has always heard a noise.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. No information on possible further steps has been received.

Event description:
The user reported that she had suddenly stopped hearing with the device on (B)(6), 2022. No further information has been received.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user reported that she had suddenly stopped hearing with the device on 06-oct-2022. The user has been re-implanted.